Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 31mg/dl. Customer treated low blood glucose with juice. Customer declined to troubleshoot for low blood glucose. Customer also reports there were sensor error during sensor updating. Customer states that she suspended the pump. Insulin pump will not be returned for analysis.